Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 3.4 failed in integrated main. A field service engineer accessed the rear of the tower for inspection. It was observed that the 4.3 drawer board was unlit and lacked power. After deactivating the medstation, I proceeded to replace the board. Upon reactivating the pyxis device, the board illuminated. I then permitted the firmware to update before allowing the application to resume. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es station nurses are experiencing difficulties retrieving medications from the drawers, as there is a hardware failure notification affecting all compartments in drawer 2. A customer has reported that the malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.